Manufacturer narrative:
No product will be returned for eval.

Event description:
In 2009, the pt reported that her doctor has advised her to take a break from using her insulin infusion device because her body is no longer absorbing insulin. Her endocrinologist stated this is why she keeps having bubbles form after she inserts a new cartridge of insulin. She stated she has continued to have air bubbles and elevated blood glucose readings in the 400-500's mg/dl range even with her replacement infusion device. She said her doctor has advised her to use injection therapy for the next 6 months. On follow up with the pt in 2010, she stated her body is not absorbing insulin because of her scar tissue. She said she has been off of her infusion device for 1 week and she continues to have elevated readings of over 400 mg/dl and 500 mg/dl. No product was requested to be returned for eval.